Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the terminal anorectum during an endoscopic ligation procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the first band was deployed normally; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the terminal anorectum during an endoscopic ligation procedure, performed on (B)(6) 2025, for the treatment of internal hemorrhoids. During the procedure, the first band was deployed normally; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned with one band and the handle had evidence that the trip wire was secured into the handle slot. The reported event of bands unable to deploy was confirmed. This failure mode might be related to the technique used by the physician or the way the device was being handled when trying to deploy the bands. Possibly the way the device was placed or the tortuosity during the procedure affected the functionality of the handle when trying to deploy the bands. It could also be a possibility that, depending on the technique used to grab the varix or polyp by the ligator unit, the suture may have been misplaced due to the procedural movements, preventing the bands from deploying properly. Based on all gathered information, the probable cause selected is adverse event related to procedure.